Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to fracture.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2023-00314; 508-32-204, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.